Event description:
A physician reported a pt who received her first treatment on 12/18/96 in the glabella. During treatment, the physician observed that the needle became detached from the syringe; collagen material leaked out of the syringe onto the pt's face. Treatment was discontinued, and resumed with another syringe. No injury occurred to the pt. The physician believed that the needle was not securely tightened onto the syringe. This event is being reported as an MDR because it could result in a serious injury if it were to recur.